Event description:
Follow up report to change manufacturer from da/pro to (B)(6) gmbh.

Event description:
(B)(4) was notified by company representative about a device that tore during a procedure. Specifically, after a rhizotomy case was completed, the spine endoscope with all of its attachments and adaptors was disassembled. A black sealing cap was observed to have a small piece torn off. All of the surrounding area was immediately searched and the piece was not found. Procedure completed and no injury to patient or staff was reported. No similar issues have been reported to (B)(4), on this product, in the last three years. A request has been sent to facility in order to gather additional information needed for this report, no response as of 06/02/2016. A full investigation could not be completed at this time as the actual device was not returned to the (B)(4) facility as of 06/02/2016. (B)(4) considers this report to be closed. However, in the event (B)(4) receives the device or additional information, it will be forwarded on to manufacturer.